Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at the weld site. The proximal section of j stiffener wire measures approx. 50mm and has migrated down lead body approx. 90mm proximal of weld site. Visual inspection under 30x magnification also indicates an abraded a hole in the outer polyurethane insulation approx.3mm proximal of the weld site.